Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that normally resides on human skin and nares. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting to place an order for masks due to having a previous episode of peritonitis. There were no reported issues with any fresenius device or product in relation to the peritonitis event. Upon follow up, the pd nurse reported the patient was experiencing symptoms of cloudy pd effluent. As a result, on (B)(6) 2020 a pd culture was obtained which yielded growth of staphylococcus aureus. The patient was treated on an outpatient basis with vancomycin 2 grams intra-peritoneal (ip) every 5 days and gentamycin 40mg ip daily. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse stated the peritonitis was caused by touch contamination during the pd exchange. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues.